Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 319.006, synthes lot: a4gb479, manufacturing site: synthes exton, release to warehouse date: february 14, 1997. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the needle component had broken off at the proximal base. The device was also missing the protection sleeve component. No other issues were identified with the returned device. Dimensional inspection: measured dimensions: needle od = conforming document/specification review no design issues or discrepancies were identified investigation conclusion. The complaint was confirmed for the depth gauge for 2.0mm and 2.4mm screws as the needle component had broken off at the proximal base and the device was missing the protection sleeve. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use and/or the missing components of the device were displaced when taken apart for sterilization. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intercarpal fusion procedure on (B)(6) 2020, the depth gauge for 2.0mm and 2.4mm screws was broken while it was being used by the surgeon in measuring. All the pieces were recovered. The surgeon then measured with depth gauge for 1.3mm and 1.5mm screw. However, it also broke. All pieces were recovered. It was believed that both devices were worn from use as both broke at the exact place. The procedure was successfully completed with the use of another depth gauge from another set. There was no surgical delay and no patient consequence reported. This report involves one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 2 for (B)(4).